Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the head of the bed will not go up. The head section would drift back down after being raised. The technician found hydraulic fluid leaking under the head section of the bed.